Event description:
The pt received his scs system including an ipg and paddle lead on (B)(6)2008. It was reported that upon turning stimulation on, the pt experiences overstimulation sensations starting at his foot and working up along his left side. It was also reported that he experienced profuse sweating until the stimulation was returned off. Follow up on the pt found that his internal medicine physician treated the alleged overstimulation sensation. No devices were explanted and none were returned to the manufacturer for eval. Further follow up on the pt found that no further issues were reported. No further info is available.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.